Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test alarms noted during testing. Device functioning properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 426 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. The product will not be returned for analysis.